Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "burning odor after checking the battery. Unknown software version. Patient involvement: no. Death/serious injury: no. Human harm: no. Delay in therapy: no. Medical intervention needed: no."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "burning odor after checking the battery."